Event description:
A hospital in (B)(6) reported via a distributor that a leak developed between the chamber dome and aluminium base of an mr290v autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will submit our findings in a follow-up report following receipt of the complaint device and completion of our investigation.